Manufacturer narrative:
Product recall initiated. No product is being returned for evaluation.

Event description:
Patient presented six months pos-op with pre-tibial inflammation. Initial surgery was performed in 2007. Doctor first noticed issue with swelling in mid august however, did not report this issue to the sales rep. At this time. Patient status is unknown at this time.